Event description:
A 56 year old female undergoing surgery for rectal lesions reported irritation from the bis sensor, which is an array of electrodes used on the forehead to record electro-physiological (such as eeg) signals. Pt visited dermatologist, who categorized the irritation as a "contact irritant", which he treated with a small dose of steroids. The dermatologist saw the patient for a fu visit, at which time it was noted that the irritation was completely cleared up.